Manufacturer narrative:
The device was received by the manufacturer and a quality investigation is anticipated. A follow-up report will be submitted when the investigation is complete.

Event description:
It was reported that the console heated up during a procedure. There was no patient or user injuries, and no adverse consequences.